Manufacturer narrative:
Controls run prior to the event were outside of range, but the values were not > 100 ng/ml. Both levels of control had values > 100 ng/ml on (B)(6) 2018. A high variation in control recovery is seen. Upon review of the alarm trace, an abnormal sample probe movement alarm and an abnormal sample aspiration alarm were ween on (B)(6) 2018.

Manufacturer narrative:
(B)(6). (B)(4)

Event description:
The customer stated that they received erroneous results for one patient sample tested for the elecsys vitamin d total ii assay (vitd) on a cobas 8000 e 602 module (e602). An erroneous result was reported outside of the laboratory. The sample initially resulted as > 100.0 ng/ml accompanied by a data flag. On (B)(6) 2018, the sample was manually diluted 1:1 and repeated on the same analyzer, resulting with a raw value of 8.82 ng/ml. The final repeat value is 17.64 ng/ml when accounting for the dilution factor. The same sample was also repeated without dilution on the same analyzer, resulting as 5.36 ng/ml on (B)(6) 2018. The sample was repeated without dilution on a second analyzer, resulting as 3.32 ng/ml on (B)(6) 2018. No adverse events were alleged to have occurred with the patient. The e602 analyzer serial number was asked for, but not provided. The issue is believed to be related to the reagent kit since the customer reported several failed calibrations. They also stated that they needed to calibrate every day in order to get the controls to pass. The controls would fail the next day.

Manufacturer narrative:
The customer stated that there was no foam on the reagent surface. The field service engineer adjusted the mixer, but after this, the customer continued to have issues with control recovery. Roche diagnostics has issued an urgent medical device correction for this issue, entitled "elecsys® vitamin d total ii assay ¿ non-reproducible false high results." This correction has been reported to FDA. During the implementation of the elecsys vitamin d total ii assay on the modular analytics e 170 module, and cobas e 601 and 602 systems, there were reports of non-reproducible, false high results. These customer observations were made in comparisons of duplicate measurements during assay validation of elecsys vitamin d total ii assay or in method comparisons with elecsys vitamin d assay (i.e., during conversions), where the falsely elevated discrepant value did not fit the expected result. The observed elevated results reported with the elecsys vitamin d ii assay were not confirmed upon repeat testing of the affected samples. The observed findings: the first result is elevated, either above the upper end of the measuring range (>100 ng/ml or >250 nmol/ml), or within the measuring range; repeated results are significantly lower. Rare cases have been reported on the cobas e 411 analyzer and the cobas e 801 module. Roche is conducting investigations into the reported issue and has determined that the elecsys® vitamin d total ii assay is strongly affected by pre-analytical errors. The investigations have reproduced these findings when requirements for pre-analytical sample handling have not been met for plasma samples. As a result, the pre-analytical sample quality and compliance to the tube manufacturer¿s specifications is very important to assure a high quality sample in order to minimize the risk of occurrence. Investigations are ongoing to determine the root cause of this issue. A workaround has been provided to customers.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.